Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer via e-mail stated that the brush head became detached when brushing for the 2nd time. It suddenly came loose. No injury was reported.